Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m54l60. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic radical resection of cardiac carcinoma procedure, the device was used to anastomose the stomach and esophagus. The device cut the tissue and the washer was cut through. There was a crunch. However all the staples were malformed with legs straight. The surgeon had to prepare the esophagus further and anastomoses again with other product. The patient is in stable condition. There were no adverse consequences for the patient reported.